Event description:
It was reported that a uromatic ii ultra set had a loose filter in its chamber. This was identified during incoming inspection by the reporting facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection noted that the conical filter was disconnected from the bottom of the chamber and would freely move about. The cause was determined to be an operator error during the assembly process. In order to further investigate and address this condition, a CAPA was opened. Additionally, personnel involved in the assembly process were made aware of this issue. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.